Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2007. Model: esbf3214c103e, abdominal stent graft; implanted: (B)(6)2018. Model: etlw1616c124e, abdominal stent graft; implanted: (B)(6)2018. Model: etlw1616c124e, abdominal stent graft; implanted: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed an alert for high threshold which is consistent with historical varying and high rv capture thresholds. Other available daily lead measurements are within expected range. The lead remains in use. No patient complications have been reported as a result of this event.